Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that he experienced seizures following ins (internal neuro stimulator) replacement. Patient was informed by healthcare provider that he had bled internally; probably the pressure caused the seizures. It was indicated that numbing effected in the left side of his mouth, tongue and left portion of his face. His speech was off. He slurred a lot of words and it was causing drooling. His symptoms numbness, speech and drooling persisted after stimulation was turned off. The indications for use for this patient were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.